Manufacturer narrative:
The device was returned to mmdg for investigation. The investigation is still in progress, and so mmdg does not have conclusive results. This report is being filed because without a completed investigation, mmdg cannot say with certainty that the pump is or is not infusing within the volumetric range that mmdg considers not reportable. The completed investigation shows that the pump was operating within specifications. Mmdg was not able to replicate or confirm the complaint. Based on this information, no MDR was needed.

Event description:
The initial reporter stated that the pump was finishing it's infusion two hours before it was supposed to. Mmdg did follow up with the initial reporter, who stated that the patient was "doing okay" afterwards and that there was no delay in therapy. They also stated that they did not have any information about what the medication order was or how much the pump actually delivered. (B)(4).

Manufacturer narrative:
The device was returned to (B)(6) for investigation. The investigation is still in progress, and so (B)(6) does not have conclusive results. This report is being filed because without a completed investigation, (B)(6) cannot say with certainty that the pump is or is not infusing within the volumetric range that (B)(6) considers not reportable.

Event description:
The initial reporter stated that the pump was finishing it's infusion two hours before it was supposed to. (B)(6) did follow up with the initial reporter, who stated that the patient was "doing okay" afterwards and that there was no delay in therapy. They also stated that they did not have any information about what the medication order was or how much the pump actually delivered. (B)(4).